Manufacturer narrative:
No product was returned for investigation. A direct correlation between the device and the patient¿s expiration could not be conclusively determined. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 months. It was reported that the device was disposed of at the hospital and would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired at home. An unspecified audible alarm was reported by the paramedics. No additional information was provided.